Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Product release date: april 2020, product expiry date: april 2025. The following information was requested, but unavailable: did the broken piece fall into the patient? If so: was the piece removed successfully from the patient? Was the piece removed during the same procedure? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hysteroscopy on (B)(6) 2021 and the electrode was used. It was reported that in the surgical field when using the loop, it was found that it was broken. There is also a report that the handle broke when removing the piece. There was no adverse patient consequences reported.